Manufacturer narrative:
(B)(4): the patient had mesh implantation to treat stress urinary incontinence. Post implantation, the patient experienced recurrence of pain, erosion, urinary problems, and dyspareunia. No additional information provided at this time. It was reported the patient had excision and revision of eroded mesh on (B)(6) 2012 and underwent laparoscopic burch procedure on (B)(6) 2012. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.